Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings:a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use of the pump. No loss of prime events were found in the black box. Rewind, load, and prime testing was performed successfully. 24 hour testing was performed successfully with no loss of prime warnings being duplicated. The pump detected the correct force. The complaint was unable to be duplicated due to the pump information from the date of the complaint being over written.